Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 3 months post-implant, it was reported that the patient was at the hospital for a routine checkup and when the vad coordinator connected the patient to the power module the pump was not able to maintain the fixed speed. The issue was resolved when the patient was connected to batteries. The hospital exchanged the power module, patient cable and system controller and the pump was still unable to maintain the fixed speed. In addition, a red heart alarm was suspected to be seen by the patient and the hospital. An x-ray of the patient¿s driveline was performed. The patient was asymptomatic during the event and was later discharged. The patient has not experienced any further alarms.

Manufacturer narrative:
Low speed hazard alarms and pump stops were confirmed through the evaluation of the system controller data log file. During these events, the patient was supported by the power module and the pump's power transiently elevated up to 30.6 watts. Based on the manufacturer's past experience and similar reported events, speed drops accompanied with power elevations can be indicative of driveline damage. However, the x-rays provided by the account were inconclusive for any issues with the integrity of the driveline¿s wires. Furthermore, a full examination of the device could not be conducted because the patient remains ongoing on vad support. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient's age was not provided to the manufacturer. Approximate age of the device is 1 year and 3 months. The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.